Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade was broken off outside the patient when it was checked. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.